Event description:
It was reported during a laparoscopic low anterior resection procedure that, the shears were examined and tightened with the torque wrench. But they still did not work without the error code alarming. They tested the handpiece with the test tip and determined that the handpiece was working properly. Another package was opened and new shears were used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."